Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that air in purge tubing was experienced. It was resolved with de-air purge process; however, a small air bubble was noted in the purge side arm. New case start process and manual flushing were attempted. The physician decided to replace the device. There was no patient injury. The patient outcome was reported to be successful with the other device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Priming problem - the cause of the priming problem was not determined due to no product returned, no data logs recovered, and insufficient clinical details.